Event description:
Imprecise ammonia results were observed on an ocd control fluid when tested on a vitros 250 chemistry system. There was no report of affected patient samples. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise control fluid results were obtained when processed on the vitros 250 chemistry system. The customer replaced the incubator evaporation caps and incubator evaporation cap springs to return the instrument to expected operation. Once these actions were performed, expected amon quality control results were obtained. The root cause was determined to be instrument related.